Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported a fluid leak during troubleshooting with technical support. The patient indicated that the catheter clamp was not closed when the fluid leak occurred. However, the source of the fluid leak was unconfirmed. The patient was advised to cancel treatment and to contact the clinic nurse. The liberty select was not replaced. Additional information was solicited.